Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient went to their doctor and was diagnosed with an infection (cellulitis). For treatment, the doctor squeezed out the pus and applied cream. The patient was also given bactrim liquid at 14 ml to be taken twice a day for 10 days. The patient's blood glucose (bg) values reached 589 mg/dl. The pod was worn longer than 48 hours on the leg and was removed and discarded. The patient was discharged the same day.